Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was intermittently unable to charge unless the customer wiggled the usb charging cable into position within the pump usb port. The issue persisted across multiple usb cables. There was no adverse impact to the customer's blood glucose (bg) level. Reportedly, the customer reverted to manual injections for alternate insulin therapy.